Event description:
Malfunction: card reader error. A technician reports a card reader error during surgery. Flap had been cut and lifted, but when the treatment card was inserted into the reader, it would not read the card. The surgeon placed the flap back down until the issue was resolved. The laser was rebooted then a different card was used without a problem. Surgery was completed without any other issue. The surgeon stated he had no outcome concerns for this pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).